Manufacturer narrative:
Investigation is complete. The device was not received. During the investigation, a customer provided photo was reviewed. Review of the photo indicated that the 3 inch tubing was separated from the backcheck valve. The device history record review revealed no discrepancies that may have contributed to a complaint of this nature. All quality testing performed during manufacturing was acceptable. The quality review of the final visual and physical evaluation results indicated that the product met specification requirements. The device was not returned to hospira for physical or functional testing, therefore, a probable cause could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a separation. The tubing set was to being used to deliver a warmed solution of cisplatin with a concentration of 0.118 mg/ml (134 mg cisplatin /1000 ml) at an unspecified rate, and the delivery was started. It was reported that after an unspecified length of time, when the nurse was finishing the ip cisplatin administration with approximately 100 ml left, the tubing distal to the backcheck valve separated rom the backcheck valve of the tubing set. It was reported that about 10 to 15 ml of cisplatin. The solution that leaked was cleaned up according to the user facility's protocol. The customer contact reported that the nurse received orders that this therapy for the patient was done for that day; therefore, the tubing set was not replaced. There were no reported adverse patient effects and no reported delay in critical therapy. No medical interventions were required. No additional information was provided.